Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air was visible. During a procedure a faradrive was selected for use. When an orion was inserted after faradrive was inserted into the left atrium. During that time, a significant amount of air was pulled out from the flush port, so the device was replaced. The procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual inspection did not reveal and abnormalities. Leak and aspiration performance testing of the returned sheath observed the device to be unable to seal pressure and fluid within the sheath. Inspection of the hemostatic valves found the internal valve torn by the center slit on the inner face, compromising the valves ability to seal pressure and fluid within the sheath.

Event description:
It was reported that air was visible. During a procedure a faradrive was selected for use. When an orion was inserted after faradrive was inserted into the left atrium. During that time, a significant amount of air was pulled out from the flush port, so the device was replaced. The procedure was completed without any patient complications. The device was received for analysis.